Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (intervention required to remove cut wire fragment). (B)(4) - the reported event of wire broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the sphincterotomy, the wire at the end of the rx needle knife broke inside the patient leaving a small fragment of wire impacted in the papilla. The physician withdrew the device and used gastro pediatric forceps to remove the wire fragment and feels confident the fragment was removed into the scope, but did not find it. The procedure was completed with another rx needle knife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.